Event description:
It was reported that an unspecified number of bd eclipse¿ needles were clogged. The following information was provided by the initial reporter: "we received a box of defective needles. They... Clog".

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 8041187-2022-00621 is a duplicate of 1213809-2022-00727 this supplemental is to cancel MDR.

Event description:
It was reported that an unspecified number of bd eclipse¿ needles were clogged. The following information was provided by the initial reporter: "we received a box of defective needles. They... Clog."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.